Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 434mg/dl. The customer treated with insulin. Customer indicated that they are calling back to perform the high pressure test. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.